Event description:
It was reported that the insulin pump experienced an off/no power event without a low battery indicator beforehand. The blood glucose reading was 267 mg/dl. Upon troubleshooting, it was found that the insulin pump alarmed check settings and threshold suspend. The customer was advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.